Event description:
A brachial approach was chosen for the procedure. A guiding catheter was engaged to the target vessel and buddy wire technique was conducted. For the procedure. Then (ivus) intravascular ultrasound was conducted and the target lesion was pre-dilated with a balloon (lacrosse 3.0mm). Then a cypher (3.0x28mm) was being delivered to the target lesion, but the cypher became stuck at the proximal to (lad) left anterior descending artery and it would not advance further. The affiliate indicated that the (sds) stent delivery system (ftc) failure to cross. Therefore, the physician retrieved the cypher from the patient and confirmed the stent to be flared at the distal end. The physician stopped using the cypher, and so the procedure was finished successfully with the implant of a taxus (3.0x28mm). There was no patient injury reported. The product was clinically used and the product will not be returned for analysis, due to the patient's infectious disease. The target lesion was left anterior descending artery. The vessel was moderately calcified and moderately tortuous. There was 90% stenosis. The patient's age and weight were unknown, but was a male.

Manufacturer narrative:
Add'l info will be submitted within 30 days this product is similar to us cypher.